Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia), heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test". The patient's medical history included endometrial ablation and mitral valve prolapse. Concurrent conditions included asthma, abdominal pain and hemorrhagic ovarian cyst. Family history included hypertension (mother), colon cancer (maternal grandmother, paternal grandmother) and diabetes (paternal grandfather). Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/random spotting") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced crohn's disease ("crohn's disease") and gastrooesophageal reflux disease ("gerd"). In 2013, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2014, the patient underwent tooth extraction ("teeth pulled"). In 2015, the patient experienced raynaud's phenomenon ("renaud's disease"). In (B)(6) 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("haor loss"), anxiety ("anxiety"), dental caries ("tooth decay"), depression ("depression"), abdominal distension ("she had lot of bloating"), headache ("headache"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling in arms & legs"), palpitations ("heart palpitation") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with 4 root canals and surgery (abdominal hysterectomy (full) leaving ovaries and salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, dyspareunia, headache, feeling abnormal, hypoaesthesia, paraesthesia and palpitations had resolved and the abdominal pain, dysmenorrhoea, crohn's disease, alopecia, hypothyroidism, anxiety, raynaud's phenomenon, supraventricular tachycardia, dental caries, gastrooesophageal reflux disease, tooth extraction, depression, abdominal distension, weight increased and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gastrooesophageal reflux disease, headache, hypoaesthesia, hypothyroidism, menorrhagia, palpitations, paraesthesia, pelvic pain, raynaud's phenomenon, supraventricular tachycardia, tooth extraction, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: svt, crohn's disease, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media : bloating, headache, brain fog, numbness, tingling in arms & legs, heart palpitation, weight gain and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: content of social media received : events " she had lot of bloating, headache, brain fog, numbness, tingling in arms & legs, heart palpitation, weight gain and endometriosis" were added. Outcome of events " headache, brain fog, numbness, tingling in arms & legs, heart palpitation" were updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test". The patient's medical history included endometrial ablation and mitral valve prolapse. Concurrent conditions included asthma, abdominal pain and hemorrhagic ovarian cyst. Family history included hypertension (mother), colon cancer (maternal grandmother, paternal grandmother) and diabetes (paternal grandfather). Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/random spotting") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced crohn's disease ("crohn's disease") and gastrooesophageal reflux disease ("gerd"). In 2013, the patient experienced supraventricular tachycardia ("supraventricular tachycardia"). In 2014, the patient underwent tooth extraction ("teeth pulled"). In 2015, the patient experienced raynaud's phenomenon ("renaud's disease"). In (B)(6) 2018, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), anxiety ("anxiety"), dental caries ("tooth decay") and depression ("depression"). The patient was treated with 4 root canals and surgery (endometrial ablation and hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the abdominal pain, dysmenorrhoea, crohn's disease, alopecia, hypothyroidism, anxiety, raynaud's phenomenon, supraventricular tachycardia, dental caries, gastrooesophageal reflux disease, tooth extraction and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, hypothyroidism, menorrhagia, pelvic pain, raynaud's phenomenon, supraventricular tachycardia, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: svt, crohn's disease, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs & mr received. Event hormonal changes was updated to hypothyroidism, new events were added: abnormal bleeding (vaginal, menorrhagia), anxiety, renaud's disease, supraventricular tachycardia, tooth decay, dyspareunia (painful sexual intercourse), depression, gerd and teeth pulled. Onset date of event crohn's disease was added. Severity of pelvic pain was added. Outcome of event pelvic pain was updated to recovering from unknown. Patients details, reporter information, medical history and concomitant drug were added. On 17-jan-2020: fu 3 & 4 were processed together. Mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and crohn's disease ('crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("haor loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, dysmenorrhoea, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, crohn's disease, dysmenorrhoea, hormone level abnormal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. New events¿ abdominal pain, alopecia, crohn's disease, dysmenorrhoea, hormone level abnormal, pelvic pain, and plaintiff did not undergo an essure conformation test¿ added. Reporter demographics, essure insertion (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.